Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that there was a possible leak at the site, but upon investigation performed on the returned used devices (one set and one tubing), it was found that the infusion set's tubing was detached from the tubing connector. The blood glucose level was close to 400 mg/dl. No further information available.